Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the sensor wire broke into two pieces and remained inside the patient's abdomen. The patient has experienced nausea and vomiting since the event. On (B)(6) 2019, the patient was evaluated by a physician. The retained wire was not visible on the skin and could not be palpated but was causing the patient discomfort. An x-ray was performed, and surgery was scheduled for (B)(6) 2019 to remove the wire. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.